Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022 . On (B)(6) 2022 , it was reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced weakness and vomiting. The cgm was reading 169 mg/dl and the blood glucose reading was 286 mg/dl. The patient was in the emergency department for 3 hours and treated with IV fluids and insulin. At the time of the report, the patient is stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced weakness and vomiting. The cgm was reading 286 mg/dl and the blood glucose reading was 169 mg/dl. The patient was in the emergency department for 3 hours and treated with IV fluids and insulin. At the time of the report, the patient is stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.